Event description:
It was reported that patient is experiencing an increase in seizures and has been referred for a generator replacement. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information was received that patient seizures did not increase. The seizures are not related to vns and stress in environment patient condition are contributing to this.

Event description:
Additional information was received that patient underwent a generator replacement. Explanted product has not been received to date.